Manufacturer narrative:
This report was originally filed on 27july2017 on the test server. The account was approved and moved to the production server on 7august2017. I was informed to resubmit all previous files to the production server. Production account approval help desk ticket #(B)(4). Notification of moving files to production account help desk ticket #(B)(4).

Event description:
The sales rep reported via email that the patient was given their last injection of orthovisc on (B)(6)2017. The orthovisc was injected concomitantly with lidocaine. After receiving the last orthovisc injection, the patient woke up the next morning with significant swelling over her body, including upper and lower extremities. The patient visited her primary care doctor, who put her on a diuretic, but the patient is still experiencing swelling as of (B)(6)2017. The patient does not have known allergies to ha or gram positive bacteria.